Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure (batch no. 901331) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), back pain ("severe (chronic) pain in the back"), arthralgia ("severe (chronic) pain in the hips"), headache ("severe (chronic) pain in the head"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), menstrual disorder ("change in their menstruation cycle "), heavy menstrual bleeding ("abnormally large amount of blood loss") and hypersensitivity ("allergic reactions") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (foreign body material was removed). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, back pain, arthralgia, headache, fatigue, amnesia, disturbance in attention, menstrual disorder, heavy menstrual bleeding, hormone level abnormal and hypersensitivity outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and menstrual disorder to be related to essure. The reporter commented: after removal of the essure, in all the plaintiffs (nearly) all of the complaints disappeared and in each of the women, the symptoms decreased demonstrably when the essure was removed. Lot number: 901331, manufacturing date: 2011/09, expiration date: 2014/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2021: the patient´s initials updated, new adverse events added: severe (chronic) pain in the abdomen, back, hips and/or head, extreme and chronic fatigue, memory loss and concentration problems, change in their menstruation cycle, abnormally large amount of blood loss, hormonal problems and allergic reactions. The medical device removal was deleted and added as a non-drug treatment for abdominal pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen') in a female patient who had essure (batch no. 901331) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), hypersensitivity ("allergic reactions"), back pain ("severe (chronic) pain in the back"), headache ("severe (chronic) pain in the head"), menstrual disorder ("change in their menstruation cycle "), heavy menstrual bleeding ("abnormally large amount of blood loss"), arthralgia ("severe (chronic) pain in the hips"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss") and disturbance in attention ("concentration problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (foreign body material was removed). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, hypersensitivity, back pain, headache, menstrual disorder, heavy menstrual bleeding, arthralgia, fatigue, amnesia, disturbance in attention and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity and menstrual disorder to be related to essure. The reporter commented: after removal of the essure, in all the plaintiffs (nearly) all of the complaints disappeared and in each of the women, the symptoms decreased demonstrably when the essure was removed. Lot number: 901331 manufacturing date: 2011/09 expiration date: 2014/09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen / pain'), fallopian tube perforation ('perforation of the fallopian tubes') and device dislocation ('migration of essure') in a female patient who had essure (batch no. 901331) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), back pain ("severe (chronic) pain in the back"), headache ("severe (chronic) pain in the head"), menstrual disorder ("change in their menstruation cycle"), heavy menstrual bleeding ("abnormally large amount of blood loss/abnormal bleeding"), arthralgia ("severe (chronic) pain in the hips"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), feeling abnormal ("brain fog"), alopecia ("hair loss") and pain of skin ("painful skin") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery and essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, fallopian tube perforation, device dislocation, hypersensitivity, back pain, headache, menstrual disorder, heavy menstrual bleeding, arthralgia, fatigue, amnesia, disturbance in attention, hormone level abnormal, feeling abnormal, alopecia and pain of skin outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, back pain, device dislocation, disturbance in attention, fallopian tube perforation, fatigue, feeling abnormal, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstrual disorder and pain of skin to be related to essure. The reporter commented: after removal of the essure, in all the plaintiffs (nearly) all of the complaints disappeared and in each of the women, the symptoms decreased demonstrably when the essure was removed. Lot number: 901331, manufacturing date: 2011/09, and expiration date: 2014/09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-jan-2022: the following adverse events were added: migration of essure, dyspareunia, perforation of the fallopian tubes, brain fog, hair loss and painful skin. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer via a lawyer and describes the occurrence of abdominal pain ('severe (chronic) pain in the abdomen / pain'), fallopian tube perforation ('perforation of the fallopian tubes') and device dislocation ('migration of essure') in a female patient who had essure (batch no. 901331) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), back pain ("severe (chronic) pain in the back"), headache ("severe (chronic) pain in the head"), menstrual disorder ("change in their menstruation cycle"), heavy menstrual bleeding ("abnormally large amount of blood loss/abnormal bleeding"), arthralgia ("severe (chronic) pain in the hips"), fatigue ("extreme and chronic fatigue"), amnesia ("memory loss"), disturbance in attention ("concentration problems"), feeling abnormal ("brain fog"), alopecia ("hair loss") and pain of skin ("painful skin") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (foreign body material was removed). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, fallopian tube perforation, device dislocation, hypersensitivity, back pain, headache, menstrual disorder, heavy menstrual bleeding, arthralgia, fatigue, amnesia, disturbance in attention, hormone level abnormal, feeling abnormal, alopecia and pain of skin outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, back pain, device dislocation, disturbance in attention, fallopian tube perforation, fatigue, feeling abnormal, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstrual disorder and pain of skin to be related to essure. The reporter commented: after removal of the essure, in all the plaintiffs (nearly) all of the complaints disappeared and in each of the women, the symptoms decreased demonstrably when the essure was removed. Lot number: 901331 manufacturing date: 2011/09 expiration date: 2014/09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-feb-2022: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material will be removed on (B)(6) 2020') in a female patient who had essure (batch no. 901331) inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: patient reported that the foreign-body material will be removed on (B)(6) 2020. Lot number: 901331, manufacturing date: 2011/09, expiration date: 2014/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2021: quality safety evaluation of ptc. After internal review, event 'injury' was amended to 1 medical device removal'. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.